Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose was 262 mg/dl.